Event description:
Patient having laparoscopic cholecystectomy and surgeon used auto suture laparoscopic clip applier. The clips were popping out and not clipping the intended tissue after 4 applications. No injury to patient.